Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown: omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06: smartphone hardware: n5004l: cgm sensor type: g6.

Event description:
It was reported that the patient went to the emergency room (ER) due to hypoglycemia. It was noted that the patient's blood glucose (bg) levels were 400 mg/dl. After administering a 15-unit bolus, their bg levels dropped to 21 mg/dl. The pod was worn between 4 and 24 hours on the abdomen. At the hospital, the patient was treated with dextrose and was discharged after a couple of hours.